Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that when stepping on the fluoro pedal, the live image monitor goes black. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was completed by our technical experts. The concerned system was installed in 2010. The failure happened after 10 years of operation. The investigation of log files shows that the live image monitor went black during procedure due to an issue with the image acquisition system (ias) pc. In this case the system switched to bypass fluoro mode. The involved siemens local service engineer replaced the ias bb2 pc. Following the replacement of the ias pc the system works as specified. An extensive hardware investigation could not be performed as the affected part was not returned. The examination was limited to the event description and the image visualization system (ivs) error log trace. The ias log traces were not available. The root cause could not be determined retrospectively. From past experiences and according to expert opinion, it is determined that a defective ias pc caused the reported issue.